Manufacturer narrative:
Product analysis summary: a tactic test confirmed a kink on the hypotube. The stent was positioned between the markerbands but not meeting specifications due to deformation of the mid to distal stent wraps stretched over the distal markerband. Deformation was evident to the 1st to 12th distal stent wraps stretched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. No other damage was evident to the remainder of the device. Image analysis: an image shows a lesion in the proximal lad. An image shows the aortic root, however there were no images showing the reported lesion, treatment of the lesion or the reported stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion exhibiting 90% stenosis located in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy or procedural related. The procedure was completed using another medtronic stent. The patient was reported to be alive with no injury.